Event description:
The mapping system was not correlating the location of the ablation catheter correctly. It was displaying movements that were clearly not taking place when we looked under fluoroscopy. The system was connected correctly and configured correctly. The rep was operating the equipment and did not understand why this was happening. Tech services was called. It appears it was a software issue. In the meantime, we've adjusted some settings and still use the system with fluoroscopic verification of catheter placement.manufacturer response: a software patch is coming out in march to address this issue.